Event description:
The customer observed a falsely elevated total bilirubin result generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided total bilirubin reference range 0.2-1.2 mg/dl). 74-year-old female patient initial result = 7.0 mg/dl, repeat results = 0.4 mg/dl, new sample result = 0.6 mg/dl. 78-year-old male patient initial result = 7.9 mg/dl, repeat results = 0.4 mg/dl, new sample result = 0.3 mg/dl. 79-year-old male patient initial result = 12.8 mg/dl, repeat result = 0.4 mg/dl. 71-year-old male patient initial result = 1.7 mg/dl, repeat result = 0.5 mg/dl. 52-year-old female patient initial result = 1.6 mg/dl, repeat result = 0.8 mg/dl. 40-year-old male patient initial result = 2.0 mg/dl, repeat result = 1.0 mg/dl. 47-year-old male patient initial result = 1.6 mg/dl, repeat result = 0.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative inspected the alinity c processing module and replaced the ict modle and leaking 1ml syring. Additionally, the alnty c-series sample probe was replaced which resolved the falsely elevated total bilirubin results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with 1ml syringe, ict modle, or the alnty c-series sample probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the 1ml syringe, ict modle, or the alnty c-series sample was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated total bilirubin result generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided total bilirubin reference range 0.2-1.2 mg/dl) 74-year-old female patient initial result = 7.0 mg/dl, repeat results = 0.4 mg/dl, new sample result = 0.6 mg/dl 78-year-old male patient initial result = 7.9 mg/dl, repeat results = 0.4 mg/dl, new sample result = 0.3 mg/dl 79-year-old male patient initial result = 12.8 mg/dl, repeat result = 0.4 mg/dl, 71-year-old male patient initial result = 1.7 mg/dl, repeat result = 0.5 mg/dl, 52-year-old female patient initial result = 1.6 mg/dl, repeat result = 0.8 mg/dl, 40-year-old male patient initial result = 2.0 mg/dl, repeat result = 1.0 mg/dl, 47-year-old male patient initial result = 1.6 mg/dl, repeat result = 0.5 mg/dl, no impact to patient management was reported.